Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, first degree atrio-ventricular (av) block was noted. No treatment was prescribed. Seven days post valve implant, the electrocardiogram (ECG) showed bradycardia and complete heart block (chb). Subsequently, a permanent pacemaker was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that following the implant of this transcatheter bioprosthetic valve, the patient experienced right bundle branch block (rbbb). Per the physician, procedure related hypomagnesemia occurred. No intervention was provided for the hyp omagnesemia and it resolved three days after onset. Per the physician, procedure related, post-operative anemia occurred. It was noted that the anemia was not access site related. Hemoglobin was down to 10.8 from the pre-procedural baseline measurement of approximately 14. No intervention was provided for the anemia and it resolved at the 30 day follow-up appointment. One day following the valve implant procedure, worsening hypertension was noted. The patient had a history of systolic blood pressure (sbp) in the 170¿s to 180¿s. Metoprolol and lisinopril were restarted. Hydralazine was restarted and the patient returned to normal blood pressure the following day. Medications were stopped. The procedure related hypertension was reported as resolved. Nine days following the implant of the valve, the creatinine level was noted to be elevated at 1.29, from the measurement, one day after the permanent pacemaker implant, of 1.02. Per the physician, the elevated creatinine level was procedure related. No intervention was performed, and it resolved approximately a month after onset.

Manufacturer narrative:
Updated data: b5. D3. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the chb resolved the day after onset. Approximately seven years and one month after the onset of the rbbb, an ECG was performed. A rbbb was not present and was subsequently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.